Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: rupture, lymphadenopathy.

Event description:
UK ministry of health (mhra) reported on behalf of patient "found a lump was advised enlarged lymph nodes and ruptured implants. Suffered drastic weight loss, fatigue, breathing difficulties, anxiety, skin rashes and bruising, nightmares and night sweats, swollen joints, low immune system, brain fog, poor concentration and social anxiety". This relates to the right side. Device status is unknown.